Event description:
It was reported that a clinical sales representative (csr) contacted technical support engineer (tse) to report that the system was faulting during startup and displaying error code 297. Tse reviewed the system logs and identified multiple 311 errors. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the console for the 311, 307, 297 errors. The system errors cleared and the system started up with no errors after a power cycle. There were no further issues detected in the error logs. The next day, the fse returned to service the system again after the errors were reported to have returned. The fse reprogrammed the system for the reported problem. The fse also updated the system software. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.